Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the relay and the switch for the power supply but the instrument would not boot up. The fse replaced the main power contactor and the issue was resolved. (B)(4).

Event description:
The customer noticed a burning smell was coming from the automate sample processing system and found the power switch was in the "off" position. There was no exposure, no injury due to this event. There was no visible smoke or flame occurred. The fire department was not called. No erroneous results were generated due to this event. The customer has a risk management plan in place at the facility.